Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was capped and replaced due to fracture.

Event description:
New information notes that when the patient came into the ER there was no capture on the lead at max output. The patient was stable before during and after the procedure.